Event description:
It was reported that the pt experienced a shocking or jolting sensation. A "call your doctor" icon was displayed. It was also reported that the implanted neurostimulator (ins) turned on by itself and the pt could not turn it off. A power on reset (por) message was displayed. The pt was able to turn off the device. Additional info has been requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4).